Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, crease fold, one linear opening on the anterior, and yellow particles in the shell. Leak test and microscopic analysis were performed which identified one smooth crease opening on the anterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was one smooth crease opening on the anterior due to fold flaw opening.

Event description:
Additionally healthcare professional reported "crease/folding of implant".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported deflation. The device was explanted. This record is for the right side.